Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad. 1 day post procedure patient suffered myocardial ischemia and was treated with medication. The investigator assessed the event as not related to the index device or the anti-platelet medication and the patient recovered. Cec adjudicated non-q-wave mi of the target vessel, mdt extended historical peri-pci , non-q-wave mi of the target vessel, 3rd udmi peri-pci and side branch occlusion.